Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A setscrew noted on terminal pin. Distal shocking coil was separated from mechanical adhesive (ma) bonding at proximal end; ma noted. The lead was out of specification. The allegation could not be confirmed and that the lead damage found was induced from the explant procedure.

Event description:
Boston scientific received information that several shocks for ventricular fibrillation (vf) at maximum output did not convert. It was then programmed to shock vector; however, high out-of-range shock impedance measurement was observed. Boston scientific technical services (ts) suggested reviewing the actual shock impedance for the last delivered shock via the battery status screen and would expect normal values. Additional information indicated that the leads were removed on the right side due to patient having a secondary indication for device and no adequate defibrillation threshold (dft) test. The same device was used and new leads were implanted. The field representative could not provide the impedance measurement after the lead was extracted. This right ventricular (rv) lead is out of service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.